Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the screen on the insulin pump got "black film" while outside in the hot weather. Advised the customer that this can happen due to heat. The blood glucose reading was 302.4 mg/dl. Advised customer to monitor and to call back if the issue recurs in a regular environment. Nothing further reported.